Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A (B)(6) female pt called zoll customer support to report that she was developing skin irritation under the lifevest. The pt had recently undergone a bone marrow transplant, increasing her skin sensitivity. The pt reported that the irritation under the garment was causing scarring to her chest. It is unk whether the pt required med intervention. The clinical outcome of the irritation is unk.

Manufacturer narrative:
No equipment deficiencies were alleged against the lifevest. No equipment eval was performed. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.